Manufacturer narrative:
Event occurred sometime in 2017. Manufacturing date -- november 21, 2016 ¿ november 22, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the bladder of a large volume intermate during filling with infectofosit and sodium chloride, volume not reported. This was identified prior to use. There was no patient involvement. No additional information is available.